Manufacturer narrative:
Block e1: the healthcare facility is in united states, but further information was not reported, and the reporter asked to remain confidential. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Imdrf patient code e2401 captures the reportable event of unspecified patient injury. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on (B)(6) 2025. During the procedure, the balloon popped during routine inflation. It was reported that a serious injury that required intervention occurred. Additional clarification regarding the nature of the serious injury or the type of required intervention was not provided. No further information is able to be obtained as the reporter asked to remain confidential.